Event description:
Information received notes that during a post implant follow-up, the v-pace configuration was programmed to bipolar to complete measured data. The pacemaker dependent patient went asystolic. The device was then programmed to maximum output, but there was no capture or output. The patient was brought to the lab for lead evaluation. When the lead tested normal and no other cause could be found for the anomaly, the pulse generator was replaced.